Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. The customer reported the front panel assembly will not be returned for further evaluation. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the display went out during patient use. The customer reported the liquid crystal display (lcd) back light turned red on start-up and then the display remained blank. The customer reported there is no patient consequence associated with the event.